Event description:
A report was received that a trial patient was experiencing pain at the lead site. The physician indicated that it was an infection and gave the patient antibiotics. The symptoms were fever and redness. The trial ended early and leads were explanted. The physician reported that the infection was procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) model description: enh st ld kit model#: sc-3138-25 serial#:(B)(4) model description: scs phiii ext 25cm. Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.